Event description:
The customer reported the system would not fluoro and the monitor was black. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the video controller board and the monitor. System operates as intended. (B) (4).